Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an l4-l5 transforaminal fusion using rhbmp-2/acs, posterior instrumentation, a spineology optimesh device, allograft, and bone marrow aspirate. Subsequently, the patient was diagnosed with injuries, including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from her surgery involving rhbmp-2/acs, and she continues to have daily severe disabling pain that prevents her from performing many basic activities of daily living.

Event description:
It was reported that on (B)(6) 2007 the patient underwent right l4-5 transforaminal lumbar interbody fusion using pedicle screw system and spineology optimesh device with morselized allograft and iliac crest bone marrow aspirate. Use of intraoperative fluoroscopy. Preoperative diagnosis: l4-5 disc degeneration with right sided lumbar radiculopathy. Per-op notes: ¿all instruments were removed. Pedicle screws were placed at l4 and l5 bilaterally in a standard fashion. The transverse processes were identified bilaterally and curetted in order to reveal bleeding bone. At this point, rhbmp-2 was mixed with morcellated allograft and laid into the posterior lateral gutters. The l4-5 facet on the left was burred and bone graft was placed into the graft site.¿ on (B)(6) 2007, in an operative note it was stated that prior surgery at the right l4-5 level resulted in abundant peridural scar formation that required an extra hour of the operative time in order to safely perform a right sided tlif at that level and to decompress the neural elements.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.